Event description:
In 2006, two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. A postoperative computed tomography scan revealed a type iii endoleak originating from the region of device overlap. The following month, the physician implanted another gore tag thoracic endoprosthesis and the type iii endoleak was successfully treated.

Manufacturer narrative:
The device remains functioning in the pt. A review of the manufacturing paperwork is being conducted. Please note: a second gore tag thoracic endoprosthesis was implanted in 2006, (tag4020/lot#04189103).